Event description:
The patient was undergoing an appendectomy. The surgeon positioned the stapler across the patient's appendix. The surgeon locked the stapler, but was unable to fire the stapler. A stapler from a different lot was obtained. That stapler functioned properly and the procedure was completed.